Event description:
The implant failed due to poor bone condition. The implant was placed at #17 and removed after 3 months. One stage surgery. Moderate oral hygiene. Poor bone condition.

Manufacturer narrative:
According to our investigation, there was no descrepancy on our product.